Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and only the main coil was returned for analysis. A delivery wire and introducer sheath were not returned for analysis. The main coil was found kinked, detached and stretched although the device. Microscopic inspection was performed on the main coil and identified that the zap tip was detached and the interlocking arm was detached. Dimensional inspection was performed and the number of distal and proximal fiber bundles did not meet specification. No more damages were found in the returned device.

Event description:
Reportable based on device analysis completed on 31oct2019. It was reported that coil could not be advanced in the micro catheter. A 12mm x 40cm interlock-35 could not advance in the micro-catheter during the procedure. The device was completely removed from the patient without any intervention. No complications reported. However, device analysis revealed the interlocking arm was detached and the main coil was missing fiber bundles.